Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. ( failure to fire). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy in dense tissue, after the first sample pass, the cannula allegedly was difficult to prime in order to retrieve the tissue sample and the tissue sample was of insufficient size. On the second sample pass, the device was fired using the semi-automatic trigger, but both cannula and stylet reportedly fired together. After the cannula was primed and the second tissue sample retrieved, the stylet allegedly was unable to prime. It was further reported that the procedure was completed with another device and a coaxial was used. There was no reported patient injury.

Event description:
It was reported that during a breast biopsy in dense tissue, after the first sample pass, the cannula allegedly was difficult to prime in order to retrieve the tissue sample and the tissue sample was of insufficient size. On the second sample pass, the device was fired using the semi-automatic trigger, but both cannula and stylet reportedly fired together. After the cannula was primed and the second tissue sample retrieved, the stylet allegedly was unable to prime. It was further reported that the procedure was completed with another device and a coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Upon review of the reported information, the device did not fire correctly but did not self-activate. The failure mode reported was incorrectly identified as self-activation. As a result the MDR decision tree and review of the MDR reportability guidelines (fm1292000 rev 4) were re-assessed. This event is no longer reportable on (B)(6) 2018; however, the MDR decision tree will continue to reflect a malfunction as an MDR has already been sent to the FDA.